Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area was damaged, and the image would not be displayed. Based on the investigation results and because the device malfunction was not confirmed during the evaluation, the definitive root cause of the reported issue could not be determined. Regarding the "no image displayed" malfunction, a root cause could not be identified. However, based on the investigation's results, it is likely that the following caused the malfunction: the video cable was broken, preventing the image from being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope had pink stripes on the monitor. There were no reports of patient harm.